Manufacturer narrative:
A getinge field service engineer (fse) contacted the customer over the phone and ask them to ensure the unit was fully inserted into the cart by plugging in the unit and verifying the ac led was coming on. The light was not coming on until the customer found the unit was not fully inserted into the cart. Once the unit was fully inserted the fse had the customer to visually inspect the battery charge light on the cart and assure the light was illuminating and it was. The iabp unit operates on ac power and batteries are charging. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) was working on battery only . There was no patient harm and no adverse event reported.